Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The monitor was unable to complete a baseline. The root cause for the damaged connector was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.